Manufacturer narrative:
Date of event: (B)(6) 2016. Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that a portex® suctionaid soft seal® tracheostomy tube cuff had an air leak after the customer started to use the suction aid. A tube change was conducted to address the issue. No patient injury was reported. The event was considered resolved.